Event description:
Dr. Was using the short erbe argon tip when it began to "melt." He set it down on the scrub table and it burned a hole through the first layer of the drape. End of tip was off handpiece and picked out of abdomen per second dr. Tip and handpiece removed from field and sent to biomed. The setting on the argon was 120 watts. There was no injury to the patient.